Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: sigma resection / sigmoid resection. During preparation and sealing due to industries did not close anymore and the blade moved from the outside visible to the front. Additional information received from sales representative via phone on 22jan2019: after about an hour, an hour and a half, there was a cracking noise from the handpiece when the surgeon was doing the preparation of the tissue. After this, the jaws wouldn¿t close anymore. The blade could be advanced with the jaws open. The handpiece was exchanged for another and the surgery could be finished without issues. Patient status: no patient injury or illness occur associated with the complaint event. Intervention: change of device.

Event description:
Procedure performed: sigma resection sigmoid resection. During preparation and sealing due to industries did not close anymore and the blade moved from the outside visible to the front. Additional information received from sales representative via phone on (B)(6) 2019: after about an hour, an hour and a half, there was a cracking noise from the handpiece when the surgeon was doing the preparation of the tissue. After this, the jaws wouldn¿t close anymore. The blade could be advanced with the jaws open. The handpiece was exchanged for another and the surgery could be finished without issues. Patient status: no patient injury or illness occur associated with the complaint event. Intervention: change of device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.